Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine generator replacement and the svc set screw felt stripped and could not be unscrewed. A torque wrench as well as a hex wrench were used with no success. The silicone seal over the set screw was removed and was again an unsuccessful attempt at loosening the screw. Silicone oil was applied around the screw and into the port around the lead and the lead pin could still not be removed from the header. Orthopedic bone cutters were successful in freeing the lead from the header; however, the set screw and connector ring were still attached. Forceps were able to pry the set screw and connector ring off. The hvlic was normal, and dft testing was not done. The patient was doing fine post procedure.

Manufacturer narrative:
The reported setscrew anomaly could not be confirmed in the laboratory. The device was returned with a damaged header; due to the return condition, no analysis could be performed.

Event description:
New information received indicates that header trauma was observed.